Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences and/or treatment rendered? Status of product return.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020. And the absorbable straps were used. It was reported that during surgery the stapler did not work properly when the shots were released, the straps were not fixed and was loose in the cavity. It was reported that the device was tried several times without result. Another similar device was used to continue the procedure. There were no adverse patient consequences reported.